Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not functioning and his blood glucose went over 600mg/dl. The customer stated that the device alarmed no delivery and motor error. The customer stated that he might have to go to the emergency room. The customer mentioned being away from home and feels sick. The caller was driving and did not have supplies. Advised the customer to call back to troubleshoot. Attempted to call the customer several times to get more details on the hospitalization with no results. No further information was provided.